Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a costumer from USA: "the prongs that plug into the wall socket on one of their sapphire devices just fell off. There was no burning or smoke. Event date was not given. Delay in therapy: unknown. Need for medical intervention: unknown. " additional information was received on oct.19th, 2015: "no patient was harmed. Catalog # 05020-150-0160.3. Lot # 0314.4. The photo is of the removable 2-prong part of the power supply (there is no damage to the rest) as you can see the prongs have wiggled themselves out. We've actually lost two of these; we have four power supplies but only two are useable at the moment." After re-evaluated due to the additional information, the event marked as reportable on nov.15th, 2015.